Event description:
On (B)(6) 2015, the lay user/patient¿s mother (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter had segments missing from the display. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the reporter was unwilling to be reached by phone for additional information. It is not known when the alleged meter issue began. The reporter informed the customer service representative (csr) that the patient manages her diabetes with self-adjusting insulin and claimed the patient did not make any changes to her usual diabetes management regimen due to the alleged meter issue. The reporter claimed the patient ¿went into dka¿ after the alleged issue occurred and attended the emergency room (ER) on (B)(6) 2014 at 6:00pm where she was treated with novolog insulin. The reporter claimed a blood glucose test was performed on the ER meter and a reading of ¿418 mg/dl¿ was obtained. During the call recording, the reporter claimed the patient wasn¿t give enough insulin due to the alleged issue and the patient¿s blood glucose increased as a result. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and that there was no indication of misuse of the device. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.